Event description:
It was reported that the patient presented to the emergency room with after syncope and pacemaker syndrome symptoms. A chest x-ray confirmed that the right atrial (ra) lead dislodged. The ra lead was repositioned. The ra lead subsequently dislodged again and exhibited high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.